Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's sensor board, oxygen blending module board, active exhalation control module and oxygen blending module board manifold were replaced to address the issues.